Manufacturer narrative:
Final analysis of the lead revealed the body was broken 4.5 cm from the distal end. Functional test of the distal segment revealed all circuits were open. Functional test of the medial segment revealed acceptable continuity, no short and it was dry. Final analysis of the stimulator revealed no significant anomalies, the stimulator was functionally okay.

Event description:
Additional information reported programs 0 and 2 were greater than 4000 ohms. The patient experienced a loss of therapeutic effect with urinary frequency with normal liquid intake. The lead and battery were replaced. During procedure, it was noted that the lead position appeared quite ¿deep¿ for typical s3 nerve positioning. The new lead was implanted in a typical position for s3 nerve stimulation and good thresholds were observed. The event was considered resolved without sequelae. The etiology was changed to the lead. Battery depletion was noted to be normal.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there was out of range high impedance in three electrodes. The patient was scheduled for a lead and stimulator revision. If additional information is received on intervention and outcome a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00sw8, implanted: 2012-(B)(6), product type: lead. (B)(4).